Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error. Customer blood glucose value was 130 mg/dl. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer also reported that the power error recurred within a week of troubleshooting previous occurrence. Troubleshooting was assisted. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and self tests; however, during testing the unit would give off a power error alert. After disconnecting and reconnecting the internal battery connector on electric board, the vlith loaded voltage remained less than 2.5 volts. Unable to clear subsequent power error messages because the middle keypad button did not respond to button presses even when the boards were transferred to another case. This is probably due to some problem with the boards.